Event description:
It was reported, an internal electrical component sparked and/or burned the fabric foundation of the unit.

Manufacturer narrative:
It was reported an internal electrical component sparked and/or burned the fabric foundation of the unit. Visual inspection of the unit revealed a broken terminal at the thermostat, which had briefly allowed electricity to come into contact with the fabric foundation, resulting in a 1/8" burn. We were unable to determine the cause of this event.